Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v386129, implanted: (B)(6) 2010, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported c & 0 and c & 3 were 868 ohms, and the rest were greater than 4,000 ohms; the patient was getting toe flexion while programmed on 0- and 3+. The rep stated the impedances were fine a month ago, however prior to surgery today the impedances were all high. No patient symptoms reported. Information omitted regarding normal battery depletion per (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.